Manufacturer narrative:
The reported event was unable to implant. A completed lead was returned in one piece. Electrical and visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead was unable to be positioned. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.